Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. Reportedly, the customer reloaded the cartridge and successfully resumed insulin on the pump. Customer's blood glucose level was between 85-200mg/dl.